Event description:
A warm pack leaked on activation on patient and bed. We have had several such events with these packs.======================manufacturer response for warm pack, instant warm back (per site reporter).======================not known, we are pulling this product from all our patient areas since we have had several instances of failure and leaking.what was the original intended procedure?comfort measure for patient in pain.device #1is this a laboratory device or laboratory test?no.